Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level was 177 mg/dl. Due to the event leading to the cracked touch screen, the patient line became separated from the cartridge shroud. The customer changed the cartridge. The customer reverted to an alternate method in insulin therapy.